Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that every time the patient gets antibiotics after a procedure, about a week later they get a yeast infection. It was noted that they got one after the implant and then they had a tooth removed about three weeks ago and got one. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. (B)(6) 2018 crts (B)(4) interface update (con, other): no new information reported.